Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected external noise on this defibrillation and non-boston scientific right atrial lead. This noise resulted in pacing inhibition. However, the shock morphology shows what could be an intrinsic qrs coming through. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that this patient is device-dependant. The physician had elected to change the sensitivity and do further defibrillation threshold testing.

Manufacturer narrative:
Also noted, these stored episodes were noted while the patient was on a treadmill. Some noise was reproducible. Shock impedance values that were measured during isometrics were stable and within range.

Manufacturer narrative:
Information suggests these products remain in-service. Should additional information become available this event will be updated.